Manufacturer narrative:
The customer reported that whenever a reboot is done on this central nurse's station, all patients are discharged from the unit. It was discovered that the cause of this issue was the time on the device was incorrect. When the time was corrected, the patient discharge issue was resolved.

Event description:
The customer reported that whenever a reboot is done on this central nurse's station, all patients are discharged from the unit.